Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Updated information: "it was reported that on 02/07/2007 the patient presented with pre-op diagnosis of degenerative disk disease, discogenic pain, l3-l4. Patient underwent following procedures: posterior lumbar interbody fusion, l3-l4; application of capstone spacer to l3-l4; posterior non-segmental instrumentation, l3-l4; posterolateral fusion, l3-l4; lumbar laminectomy with discectomy at l3-l4; bone morphogenic protein and hydroxyapatite. Per-op notes 14-mm capstone spacer was packed with bone morphogenic protein and put into place. Then 2 rods were cut and contoured in the appropriate amount of lordosis. Bone graft was placed in the posterolateral gutters and the rods were put into place."

Event description:
"It was reported that on (B)(6) 2007 the patient presented with pre-op diagnosis of degenerative disk disease, discogenic pain, l3-l4. Patient underwent following procedures: posterior lumbar interbody fusion, l3-l4; application of capstone spacer to l3-l4; posterior non-segmental instrumentation, l3-l4; posterolateral fusion, l3-l4; lumbar laminectomy with discectomy at l3-l4; bone morphogenic protein and hydroxyapatite. Per-op notes 14-mm capstone spacer was packed with bone morphogenic protein and put into place. Then 2 rods were cut and contoured in the appropriate amount of lordosis. Bone graft was placed in the posterolateral gutters and the rods were put into place."

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.